Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Costumer reported complaint for hi blood glucose test results. Reported by (B)(6) rep. On behalf of the customer's son. The customer's son is concerned with customer tests results obtained of hi. The customer's expected fasting / non-fasting blood glucose test result range is undisclosed. The customer feels well and did not report any symptoms. Product commercialized by (B)(6) as all in one. No other information provided.